Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It was reported that the stent would not deploy. Reportedly the delivery system with the partially deployed stent was retracted entirely from the patient's body, and another stent was used to complete the procedure. There was no reported consequence or impact to the patient.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned device confirmed that the reported deployment failure due to the breakage of a force transmitting joint when the stent was being partially released. Further use of the deployment mechanism led to exposure of inner components, blockage of the release mechanism and fracture of a force transmitting component. The condition of the returned device indicates the presence of excessive release force during the attempt to deploy the stent. The excessive release force is considered the reason for the fracture of the joint and subsequent deployment failure. Potential factors contributing factors have been evaluated. Previous investigations of similar complaints have been reviewed. The reported event may be related to a difficult anatomy as highly tortuous or calcified vessels may lead to increased friction and subsequent release force increase. The event also may be use-related as rough handling of the device can lead to the reported event. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU states: "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit" and "examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used."